Event description:
It was reported a patient's implantable cardioverter defibrillator delivered inappropriate high voltage therapy. Technical services noted there were no protected ventricular fibrillation episodes stored on the device, as the electrograms (egms) were missing and overwritten. No changes were reported. The patient status was stable.

Manufacturer narrative:
The reported event of missing egm for vf therapy was confirmed. Based on the information available, the firmware performed as intended, following the programmed prioritization for episode storage. The cause of the reported incident was due to the egm data being overwritten.